Event description:
It was reported that allegedly the precice nail stopped lengthening after 10 mm. The physician revised the nail with a new precice nail without incident.

Manufacturer narrative:
The device was received for evaluation and the reported issue could not be confirmed. The device meets specifications.

Event description:
Complaint created from (B)(4) for regulatory submission. Complaint will be closed in paper files stored at nso.